Manufacturer narrative:
Sc1-cap locked in place properly during testing. Upon new battery installation, unit powered on successfully and no flashing medtronic logo was noted. No missing segments or partial display was noted. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past around the time of the customer¿s call. Critical pump error 63 was found on 11/19/2025 16:10:35.000 and 11/19/2025 16:27:12.000. Line=285 file=2103. Per software engineering log investigation, pump error 63 was caused by hse (high-speed external oscillator) clock was not ready (timeout). Isolate to electronic assembly. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self-test. No unexpected alarms or anomalies noted during testing. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors including motor flex connector were plugged in properly. No moisture damage was noted on electronic assembly. The following cosmetic damages were also noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations of flashing medtronic logo were not confirmed when unit powered on successfully. Allegations of missing segments/partial display were not confirmed when no display anomalies were noted during testing. However, customer allegations of unspecified alarm were confirmed when critical pump error 63 was found in download history files. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error, and the pump was flashing the medtronic logo on the screen. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer received a partial display. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.